Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
The 6 bolts mounting the table assembly to the table base were loose. (Finger loose).